Event description:
It was reported that the atrial lead exhibited noise. The patient has since deceased due to multi morbidity. The physician alledged that the death was not device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).